Event description:
The patient underwent revision surgery following diagnosis of altr. The following measurements were recorded at 22 months since index surgery: cobalt - 5.3; chromium - 0.5. The patient was reported to be symptomatic with trochanteric pain. Infection was not diagnosed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown rejuvenate modular femoral stem. Additional information has been requested and if received will be provided in a supplemental report. Hospital policy.

Event description:
The patient underwent revision surgery following diagnosis of altr. The following measurements were recorded at 22 months since index surgery: cobalt - 5.3; chromium - 0.5. The patient was reported to be symptomatic with trochanteric pain. Infection was not diagnosed.